Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500166360 were tested with control solution instead. All control solution results were not within the range specification. Extended investigation was completed on the retained test strips. All results were within the range.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a higher reading on his adc blood glucose meter in comparison to a reading from a paramedic's meter. The customer reported that on (B)(6) 2016 at an unspecified time, he received a reading of 425 mg/dl "before he ate supper". The customer reported he was in bed when his girlfriend told him he was sweating profusely. The customer reported getting up, heading to the stairs, and falling. His girlfriend subsequently gave him orange juice. Paramedics were called and tested the customer with a result of 60 mg/dl. The customer reported he was treated by paramedics with glucagon and two tubes of glucose gel. Prior to leaving at 9:05 pm, paramedics obtained a reading of 74 mg/dl. The customer performed a test using his adc glucose meter and received a reading of 325 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.